Event description:
The customer reported that there was a speaker malfunction inop and it was confirmed that there was no audio. No adverse patient impact reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.